Event description:
Rep thinks that there was a possibility of cross contamination, customer reprocessed the device by vanguard, because the lab has reported to rep lab is unsure if device was used for first time or if it was reprocessed. Pt has shown tested positive for hepatitis b.